Event description:
A report was received that a patient had their precision system explanted because the "lead fell off soon after the surgery". No further information was available from the patient's implanting physician.

Manufacturer narrative:
The explanted devices were not returned for evaluation.